Manufacturer narrative:
Depuy synthes power tools.

Event description:
Report received from (B)(6) stating that there was debris in the sterile packaging. It is unk if the device was being used in surgery. It is unk if there was pt/user injury or medical intervention. The date of event is unk. There was no add'l info provided.